Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump failed calibration testing. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed a broken battery door. Functional testing involved delivery accuracy testing and showed the pump was within manufacturing specification +/- 6%. Based on the investigation, the complaint allegation was not confirmed.